Manufacturer narrative:
The insulin pump had a motor error alarm during basic occlusion test due to a faulty force sensor resistor. Unable to perform occlusion, prime, and the excessive no delivery test due to motor error alarm. The motor was tested outside of the device and passed the motor test. The device had a scratched lcd window, cracked case at the display window corners, cracked reservoir tube lip, and a scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 185 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.